Event description:
Customer reported an abo discrepency while performing reflexfwd assay. She stated that she had samples that were a or b, type as ab. Two units of red cells reported as type ab when type a was expected. One patient sample typed as ab on the instrument but typed as a using tube method. Customer stated that it is repeating at a 2+ to 3+ reaction grade. Customer repeated the sample on the galileo, and it reported the expected type a results.

Manufacturer narrative:
Test well images were downloaded from the customer's instrument. The images show that there is a hint of blue (anti-a) in the anti-b well for the results that reported ab. Service call was made. Damper for reagent probe was slightly below needle adaptor and there was a slight amount of teflon missing from probe end. Replaced reagent probe and ran 12 samples for fwdabo with expected results. Instrument performing within specifications.